Event description:
It was reported that a power on reset (por) was observed on carelink. The patient denies any radiation treatment or x-ray. The rep was able to reprogram the device, and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.